Event description:
It was reported that this insertable cardiac monitor (icm) device was no longer implanted. The boston scientific representative reported in the weeks prior the patient had come to the clinic. The icm device was about to protrude. The physician then explanted the icm device. The device is not expected to be returned at this time. The icm device remains possession of the explanting physician. No other devices have been implanted at this time. No additional adverse patient effects were reported.